Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for lot reported. No obvious trends were noted. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Consumer stated, she wore heat patch for about 45 mins on her lower back and received burn. Consumer went to emergency room where she got a topical treatment as well as a vicodin for pain.